Manufacturer narrative:
The analyzer was checked and calibration and control results were within range. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #(B)(4).

Event description:
There was an allegation of a questionable hba1c tq gen.3 result from the cobas 8000 cobas c 502 module. The initial result was 7.3% and was reported to the patient. The patient was not satisfied with the result and asked the laboratory to repeat the test. On (B)(6) 2021, the repeat result was 5.6%. With new sample from the patient, the result was 5.6%. The reagent lot number was 488850. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.